Event description:
It was reported that hemodynamic change, elevated st segment occurred requiring additional device. The patient was being treated for myocardial infarction (mi). The target lesion was located in a distal right coronary artery posterior descending artery (pda). Lesion was predilated with a 1.50 mm x 5 mm semi compliant balloon. Fluoroscopically vessel seemed non-calcified, so physician tried to treat with a 2.25 mm x 20.00 mm agent drug-coated balloon (dcb) at 6atm. Patient developed hemodynamic changes during inflation of the balloon with elevated st segment, so balloon was withdrawn and a 2.25mm stent was deployed considering patient safety. No further patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.